Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become.

Event description:
It was reported that the pump could not charge. Customer¿s blood glucose level was 260 mg/dl. Customer was sent a replacement usb cable and wall adapter to resolve issue.